Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/12/2017 that an issue occurred with a syringe. The customer reports that when pulling back on the plunger and in the patient vein, it seems as if the seal isn't tight. Upon pulling back, air enters the syringe and makes drawing back blood impossible.